Manufacturer narrative:
Concomitant medical products: 1699tc lead, implant date: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was loss of right ventricular (rv) sensing. It was noted that the implantable pulse generator (ipg) cardiac compass had invalid data. The ipg and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with shortness of breath, fatigue and a fast heart rate. The rv lead exhibited intermittent undersensing. The right ventricular (rv) lead was reprogrammed.